Event description:
Customer has received weak signals with the sensor. The current blood glucose reading is 161 mg/dl. Customer stated that he experienced a low blood glucose reading and was hospitalized. He also had a low blood glucose taking a trip to the library. He dropped off the books and woke up in an ambulance. He separated the joint in his shoulder. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer report number: 3004209178-2013-96927.